Event description:
A critical alarm, confirmed by telemetry, due to a motor stall was reported. The stall was constant. It was stated that the pump had been alarming intermittently since (B)(6) 2011. The alarm tones were described as "the sound of a foreign police car" and also "two toned." On interrogation, a total of 5 intermittent stalls and recoveries were noted since (B)(6) 2011, the last stall being on (B)(6) 2011 with no recovery. Cause of the stall was unk. The pump was set in minimum rate infusion mode programming and pt was prescribed other medications. Pt experienced withdrawal symptoms of abdominal cramps, diarrhea and increased pain on (B)(6) 2011. The drugs delivered via the pump were morphine and bupivacaine. It was later reported that the pump was replaced and pt recovered without any sequelae. As of (B)(6) 2011, pt was reported as "doing well."

Event description:
It was later reported that the medication administered to the patient via the pump was (1) morphine 15.0 mg/ml concentration at a daily dose of 0.091 mg/day; and (2) bupivicaine 15.0 mg/ml concentration at a daily dose of 0.091 mg/day.

Manufacturer narrative:
Final device analysis was completed and revealed motor feedthru shorted to case-bridging residue. The motor 2 feedthru measured 0.1 ohms less on himp test after lead was clipped. Further investigation showed that the motor 2 glass insulator had bridging across of it. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.